Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) device exhibited high threshold, and several repositioning attempts were performed. The delivery system slipped and moved toward the apex while administering the contrast media during the second deployment. Again, on the third attempt, the delivery system was slightly moved from the septum toward the apex. It was noted that during recapture, the cup and device could not be aligned easily, and manipulation of the delivery system became difficult. After the procedure, the patient experienced a blood pressure drop resulting in a state of shock. Cardiac tamponade was suspected. Pericardial effusion was identified, and an emergency drain was performed by pericardial puncture. Cardiac arrest also occurred. The patient was immediately moved to the operation room; followed by open chest cardiac massage. The bleeding persisted. The patient received thoracotomy followed by percutaneous cardiopulmonary support). The device remains in use. The patient continued to be monitored in the critical care unit (ccu). No further patient complications have been reported as a result of this event.